Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right ventricular lead exhibited noise which caused false high ventricular rate episodes. No intervention was performed. The lead would be monitored. The patient was asymptomatic and was doing well.